Event description:
It was reported that the patient had major complications after her implantation surgery. It was noted that the patient came out of surgery in a "much worse condition than when she went in." No patient symptoms or outcome was provided. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-45, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ lead; product ID 3778-45, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ lead; product ID 37743, lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient; product ID 3708160, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ extension; product ID 3708160, lot#, serial# (B)(4), implanted: 2010 (B)(6), explanted: product typ extension. (B)(4).